Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that two months after implanting a ks-ni2 aq310ain, 25.0 diopter, intraocular lens into the patients right eye (od) refractive surprise was observed. The reporter stated" s +2.53d variance was found and even though it is two months from implant, hyperopic is not improved". Lens remains implanted and it was reported that there is no plan to exchange the lens but monitor the patient.